Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lower anterior resection procedure, while performing anastamosis of ileum, the first stapler used did not make a complete fire and air leak test revealed leaking. Surgeon reported not feeling/hearing the normal crunch that the stapler makes when firing. The second stapler would not release from the tissue. In order to avoid further patient injury, the anvil was completely released. Portion of ileum was damaged with misfired staples. Two staplers had to be used which added time, and unplanned ileostomy had to be created to complete the case. Extended hospitalization was also noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of a device under the microscope displayed nicks on the knife blade and a cross cutting staple was also observed in a mylar cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage and staple in the cut ring may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states that to make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut. The root cause of the observed damages was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.